Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent tlif at levels l2-s1. At an unknown date post-op, pedicle screw(s) was(were) found to be loosened. Non-mdt artificial bone block placed on l5-s1 was also found to be broken. Revision was scheduled on (B)(6) 2015 to remove the screw(s) and extend fusion to iliac, remove the artificial bone block, and place capstone-control cage.